Event description:
Litigation alleges the patient suffers from pain, two dislocations, grinding, popping, discomfort, difficulty ambulating, toxic cobalt-chromium metal debris to be released into the tissue. Update 1/5/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations and impingement superiorly and posteriorly. No labs were provided for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/30/2015. The patient later sustained a fall causing a peroprosthetic femoral fracture (with stem reported on this com) and was revised on 11/1/2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).